Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels as high as 10 mmol/l. He stated that boluses with the infusion device were not bringing his blood glucose level down enough. No adverse event was reported. The infusion device was requested to be returned for product evaluation.